Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was explained that the patient visited his physician 2 weeks before this surgery. The physician performed testing and a hole was discovered in the cylinder connection tube, and as a result replaced the entire system. After this surgery, the patient is stable and got well.

Manufacturer narrative:
Other component information added to d11. Product analysis: the ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has wear at fold in cylinder body; the separation of fabric treads was identified; however, no leak was found. Cylinder 2 has broken fabric threads and exhibited bulging when inflated in the cylinder body; no leaks were found. Product analysis was unable to confirm hole in cylinder connection tube. However, product analysis concluded that identified the bulging with broken fabric treads in cylinder body was the most probable cause of the event.

Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was explained that the patient visited his physician 2 weeks before this surgery. The physician performed testing and a hole was discovered in the cylinder connection tube, and as a result replaced the entire system. After this surgery, the patient is stable and got well.